Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Product analysis found the meter's display was cracked/broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A (B)(6) physician reported a peritoneal dialysis patient experienced cloud effluent during peritoneal dialysis therapy. On (B)(6) 2010, the patient began treatment with dianeal n 1.5% intraperitoneally (ip). The patient was using homechoice with tidal therapy (dose: 1500ml, tidal %: 75%, cycle: 5 cycles). On (B)(6) 2010, the patient experienced peritoneal cloudy effluent. The leukocytes count was 190/mm3 and eosinophils was 30%. A peritoneal effluent culture was performed, but no micro-organism was identified. No treatment was given to the patient. On (B)(6) 2010, the patient was recovered from the event. His pd therapy was ongoing. Per the physician, the event was non-serious and the event was possibly related to both dianeal n and medical devices (uv transferent, pd catheter, and apd set).